Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon ruptured occurred. The target lesion was located in the severely calcified superfacial femoral artery. A 5.00mm/135cm/2cm peripheral cutting balloon was selected for use. During procedure at first infaltion, it was noted that the balloon ruptured at 6 atm in 5 seconds. The procedure was completed with another of the same device. There were no adverse effect and no patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer. The device was return for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon ruptured occurred. The target lesion was located in the severely calcified superficial femoral artery. A 5.00mm/135cm/2cm peripheral cutting balloon was selected for use. During procedure at first inflation, it was noted that the balloon ruptured at 6 atm in 5 seconds. The procedure was completed with another of the same device. There were no adverse effect and no patient complications were reported.